Event description:
It was reported that the patient called stating that the restoration at tooth location #13 felt loose. Upon evaluation of the restoration, we removed the broken screw and the implant was removed as well.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Brand name unknown/not provided. Catalog and lot number unknown/not provided. Concomitant medical products: tsvmb13, imp,tsv, mcol mg, 3.7mm,13m/ lot number unknown/not provided. Fax number and last/given name unknown/not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information was received: customer reported that they did not know the implant was fractured until evaluation after restoration and the broken screw was removed. That is why we determined the removal of the implant. Based on additional information, this event falls under the FDA exemption from MDR requirements.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01548. Based on additional information, the reported screw fracture event falls under the FDA exemption from MDR requirements. This event is no longer reportable and upon reassessment, the event is being reported under the fractured implant. Please see associated report for updated information and details. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4110 and 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. One imp,tsv,mcol mg,3.7mm,13m (tsvmb13) and one unknown screw was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar and unable to identify fractured screw for stuck tool inside implant. Based on the evaluation, device malfunction (screw) could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing could not be performed since the product was fractured and tool was stuck. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.